Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that customer hospitalized due to diabetic ketoacidosis on unknown date. Blood glucose level at the time of the incident was 489 mg/dl. Customer was treated with intravenous insulin drip. Customer had symptoms related to high blood glucose event was nausea. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Customers last blood glucose reading was 419 mg/dl and 511 mg/dl. The insulin pump will not be returned for analysis.